Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced a return of pain, high impedance issues, electrode connectivity problems, and a lack of efficacy. The patient also received an out of range (oor) message on the controller. A lead connectivity check revealed that 3 out of 4 electrodes were not properly seated in the battery. High impedance was noted on electrodes 8, 9, 11, and 12, with specific impedance values provided. Troubleshooting was performed by programming around the high impedances. The issue was resolved.